Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 26.8 mmol/l. The customer had high blood glucose levels and went to the emergency room. The customer received a button error alarm after the pump was exposed to water from the rain. Troubleshooting was not able to resolve the issue. The device was returned for analysis.